Manufacturer narrative:
Patient information is not available for reporting. UDI: (B)(4). Complainant device is not expected to be returned for manufacturer review/investigation. PMA (510k): device is not distributed in the united states, but is similar to device marketed in the USA. Initial reporter phone number is not provided for reporting. Mfg date: a review of the device history records is currently pending completion. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the reported devices were used in surgery on the femoral trochanter on (B)(6) 2017. It was reported that the blade was interfering with the nail when the blade was inserted during the procedure. It was also reported that the tip of the blade was broken due to this interference. No broken piece was left in the patient. According to the surgeon¿s opinion, the interference was caused by the looseness of the devices. No delay in surgery was reported. No patient harm was reported, no other medical intervention was required. Procedure was successfully completed. Patient outcome is reported as okay. Concomitant devices reported: pfna-ii ø10 xs 125° l170 tan (part # 472.101s, lot # l150160, quantity 1), bolt ø4.9 self-tap l32 tav green (part # 459.320vs, lot # 5941336, quantity 1), pfna-ii end cap (part # 473.170s, lot #l424146, quantity 1). This report is for one (1) proximal femoral nail antirotation-ii (pfna-ii) blade. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
DHR review was completed. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacturing location: (B)(4) manufacturing date: 18.may.2017, expiry date: 01.may.2027. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.